Event description:
It was reported that the device presented a full tank. It was unknown if there was patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a faulty mainboard. The main board was replaced. The led's were broken off, uneconomical to repair. Device was scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.